Event description:
It was reported that during a follow up, increased capture threshold was observed. X-ray revealed a possible micro dislodgement or perforation. The physician programmed the lead to a higher output value. Lead to be monitored.

Event description:
New information received notes the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.